Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable as the screws cannot be confirmed as being owned and manufactured by zimmer biomet. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00015, 0001032347-2021-00017. Concomitant medical products: hall left pm-tmj & model, part# tmjpm-2813, lot# 965390a. Unknown fossa screw, part# ni, lot# ni. Report source ¿ (B)(6).

Event description:
It was reported the patient underwent a revision of a custom temporomandibular joint prosthesis on the left side due to osteomyelitis. The issue was discovered in a CT scan during a follow up visit. Attempts to obtain additional information have been made; however, no more is available at this time.